Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 55 months after a right total knee replacement procedure, the patient may require a future revision procedure due to prosthesis wear, pain, discomfort, motion restriction, difficulty with ambulation, swelling, stiffness, and joint contracture. The plaintiff has also reported mental and emotional distress and suffering and anxiety. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and range of motion issues and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected medical device and investigation clinical codes.